Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (his mother) contacted lifescan (lfs), alleging a calcode issue with the patient's onetouch ultramini meter. The alleged incident occurred in (B)(6). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter alleged that the calcode issue started at 8:30am on (B)(6) 2016. She confirmed that the patient does not administer medication to manage his diabetes. She indicated that between (B)(6) 2016, the patient had consumed more food/drink. The reporter was unable or unwilling to say whether the patient had developed any symptoms as a result of the alleged issue. She reported that at 12pm on (B)(6) 2016, during a doctor's office visit, the patient obtained a laboratory blood glucose result of "less than or equal to 40 mg/dl". No other treatment or medical intervention was specified. At the time of troubleshooting, the cca walked the reporter through changing the calcode and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of severe hypoglycemia (blood glucose result of less than 40 mg/dl), after the alleged calcode issue began.